Event description:
Consumer complaint of blood result reading of "hi". Verified the strips expire 02/27/2015. Ran blood test on non-diabetic person,118 mg/dl. Ran blood test on customer, "hi'. Advised seeking medical attention.

Manufacturer narrative:
(B)(4). Product has not yet been returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user had strip issue. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (B)(6) 2013).